Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that she was running high and her blood glucose has been 500mg/d for the past two days. The customer mentioned being in the hospital for three weeks recently and experienced a lot of lows at that time as she was not eating. The customer was having other medical conditions, which caused her to be admitted. No further information was provided.